Manufacturer narrative:
(B)(4). Batch # m91m60. The device was received with the upper jaw detached returned. In addition, the iblade upper tip was broken lifted. The device was connected to the generator and it was recognized. Because the jaw was detached not all functional testing could be performed with the generator. It is possible that the unexpected noise heard could be when the blade becomes damaged. A probable cause of the damage to the jaw could be not allowing thick and fibrous tissues to denature prior to I-blade advancement. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Additional information was requested and the following was obtained: did the entire top jaw (moving jaw) completely break off? The entire top jaw has come off leaving the iblade exposed. This is also bent. Did the black ptc come off? Unsure. Did the silver electrode of jaw break off? Unsure. Is the broken piece returning with the device or was it disposed of? The broken piece is returned.

Event description:
It was reported that during a laparoscopic hysterectomy procedure, during sealing of soft tissue around the uterus, the device sealed the tissue, however, when the iblade was deployed, a crunch was heard and the casing around the jaw of the device broke off inside the patent. The part was retrieved. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.